Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including self-test and priming was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
D4 lot#: the lot reported, s25c01004, is not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the refill line of the homechoice cassette. This occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.